Event description:
It was reported that the device was unable to open during the unspecified procedure. It was noted that the level head pin at the handle was detached during the procedure. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The reported complaint was confirmed. The grasping section could not be opened due to a detached handle axis pin. The damage found is characteristic of excessive force.